Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to implant failed.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(poly failure (10 years old)." The actual length of in-vivo for the item(s) listed is unknown as the original surgery date was not provided or could be established. Note: the previous dticket/invoice was not provided or could be retrieved with the given information, therefore, the items could not be verified. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The findings did not lead to a firm conclusion since the needed records were not made available at the time of this investigation. If more information is received later, the complaint will be updated. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. The device history records were not found among djo and available zimmer biomet records. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to poly failure. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.